Manufacturer narrative:
Corrected fields: d1, d2a, d2b, d3, d4 - model 3, serial # and primary UDI number, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited no image and the error code b30 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image occurred because the communication function did not work properly due to faulty cr board. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.